Event description:
The customer reported high levels of hemolysis in of the double red cell bags. There was not a transfusion recipient or patient involved at the time of the unit processing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6). The collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
Lot number and expiry information are not available at this time. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported high levels of hemolysis in of the double red cell bags. There was not a transfusion recipient or patient involved at the time of the unit processing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6). The collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
This report is being filed to provide additional information in d.4, h.4, h.6 and h.10. Investigation: a disposable complaint history search was performed for this lot and found another report for similar issues on this lot. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Terumo bct regional clinical specialist asked the customer to mix the collected products after collection prior to processing or quality control. The problem had since resolved. Root cause: a root cause assessment was performed for this complaint. The root cause was determined to be inadequate mixing of the products after collection.